Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Healthcare provider reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Health professional additionally reported capsular contracture, baker grade unknown and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on radius, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern of broken on radius assessed as an unidentified (tear) opening.

Event description:
Healthcare provider reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Health professional additionally reported capsular contracture, baker grade unknown and rupture. The device has been explanted.